Manufacturer narrative:
As the complaint device was not returned for evaluation, visual and functional inspections could not be performed. As the lot number was not reported, a review of the device history record could not be performed. The reported event could be attributed to the user applying too much force to the device during the procedure. The instructions for use state: - "damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use." - "careful handling of instruments is necessary to avoid damage or breakage." - "using sterile technique, remove the instrument from the package. To avoid damage, do not flip the instrument into the sterile field." - "inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." Device not returned by user facility.

Event description:
It was reported that the trocar was being used in the patient when the shaft broke in half. No torque was being applied at the time. The patient required a larger incision to retrieve the pieces; all pieces were retrieved. The procedure was completed successfully, and there were no adverse consequences to the patient.